Event description:
Procedure type: laparoscopic sigmoidectomy. According to the reporter: at the beginning of the procedure, the device would not activate (neither coagulate nor cut). Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).